Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It is reported that patient had a shoulder surgery and did not set the ipg to surgery mode. Diagnostics showed that ipg is unable to communicate. Surgical intervention may be pending to address the issue.

Event description:
It was reported that the patient underwent surgical intervention to replace their scs ipg because the ipg was inoperable. Stimulation therapy was restored postoperatively.